Event description:
Contaminated viral transport media (vtm). Hardy diagnostics viral transport medium, 3 ml ref: (B)(4), lot #461289p, exp 11-11-2020. Manufacturer claims: room temperature storage before inoculation has been validated for up to 30 days. The product was stored at room temperature for less than 14 days and two vials appeared to be contaminated with fungus; 1 vial had a fungus ball floating in the liquid. The other vial's lid had a black film on the inside of the lid. Both vials had turned color from reddish to yellow which indicates microorganism contamination.